Manufacturer narrative:
Findings: surgeon discarded tool after use. No conclusion can be drawn since the tool was not available to be returned for analysis. Review of device history record and evaluation of tools from this production lot could not be performed as the tool lot number was unknown. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
Dissecting tool broke while turning flap during surgical procedure. Flap was completed with a second tool. X-ray was performed after completion of procedure, prior to closure of patient wound site. Tool fragment was identified as remaining in patient. Fragment was removed without difficulties. It was reported on follow up that the event had no patient impact, and the patient was recovering from surgery without complications. This event did not require additional surgery. The hospital routinely performs a post-surgical x-ray prior to closure. The fragment was located and readily retrieved following x-ray.